Event description:
It was reported that the patient almost passed out while walking when the device was going off which caused the patient's throat to close in. It was also reported that the patient almost passed out again while at the beach due to stimulation. No other relevant information has been received to date.